Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020- 03521. It was reported that patient presented to follow up on (B)(6) 2020 with his own junctional rhythm and experiencing fatigue. Upon interrogation, the pacemaker exhibited no pacing on electrograms. The battery longevity had significantly dropped since last follow up on (B)(6) 2019, premature battery depletion was suspected. The device was explanted and replaced. On (B)(6) 2020, during the procedure, the right ventricular lead exhibited high impedance and failure to capture in bipolar configuration. The lead was reprogrammed to unipolar configuration. Patient was stable during and after the procedure.